Manufacturer narrative:
The site reported they unplugged the umbilical cable before the system booted up fully. Softwre investigation found that this was a user induced event since they unplugged the umbilical before the system was done booting up. O-arm software functioned as designed. No parts replaced or returned.

Event description:
A medtronic representative reported that their o-arm wouldn't communicate with the mvs (mobile viewing station). She indicated that prior to moving it into the room, they saw an error message, "unable to find calibration file." They rebooted the system, brought it into the or (operating room), and it had a red x on the mvs with "connected not ready" message. Technical services representative had the site reboot with umbilical cable disconnected, reconnect umbilical after both systems were fully booted, they connected normally and were able to proceed with the case. Delay of less than an hour. No harm to the patient.